Manufacturer narrative:
E1:patient country: united states patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow block alarm on (B)(6) 2024. During troubleshooting insulin does not exit the tubing. No further information available.